Event description:
The straight long saber attachment was sent for service and it overheated during performance testing. No adverse event associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.